Event description:
The customer reports: tip separated from the catheter during use in the patient. Tip was snared and removed, and completion of treatment was postponed. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Additional information was received from the sales rep stating the customer has indicated the sample is no longer available for investigation and that the tip of the catheter was initially going to be removed from the patient; however, the physician decided to leave the broken tip inside the patient. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: tip separated from the catheter during use in the patient. Tip was snared and removed, and completion of treatment was postponed. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was reported to be delayed/interrupted.